Event description:
Country of complaint: (B)(6). Pt had spine fusion on (B)(6) 2014. Complained of localized pain at her check up, and it was discovered that fusion had not taken place, after x-ray it was noted that the set screw had backed out. Fusion has been redone with normal s4 screws.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Mfg site eval: waiting for product return.